Manufacturer narrative:
This report is submitted on may 12, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site that has been treated with antibiotics (mode of administration is unknown). The implant remains in-situ.